Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no pt injury or involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The pump was received inoperable due to a system error 105, thereby confirming the customer's allegation. This error was caused by a failed motor (seized). The motor was replaced.